Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had reached end of life. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted and patient was doing well postoperatively. The explanted ipg will not be returned due to facility policy.